Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 753 mg/dl. Reportedly, the customer was using an incompatible sensor and the cartridge had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer declined to provide additional information regarding the issue.